Manufacturer narrative:
An investigation has been initiated. Currently we are waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Leakage from the extension tube was discovered while flushing the catheter prior to hemodialys.

Manufacturer narrative:
The 8f hemocath was returned for evaluation. Visual inspection revealed the arterial extension was clamped right at the luer sleeve. The arterial extension was pinched at the location of the clamp and could not be opened. Testing of the venous side revealed a leak in the extension line approx. .03 cm from the luer sleeve. Under magnification the hole appears to be a stick by a sharp object. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test as a last step in the process. This test would have detected any holes, leaks, or weak spots in the device if they had existed at the time of manufacture. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following precautions: *do not use sharp instruments near the extension lines or tubing. *do not use scissors to remove dressing. *catheter will be damaged if clamps other than what is provided with this kit are used. *clamping the catheter repeatedly in the same location will weaken tubing. Avoid clamping near the luers and hub of the catheter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.